Event description:
New information received indicated the asymptomatic patient presented in clinic due to recurrence of oversensing noise on the atrial lead. No intervention was performed. The patient was stable throughout and would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the right atrial lead exhibited noise resulting in inappropriate auto mode switch episodes. Noise could be intermittently reproduced with provocative testing. All other electrical measurements were normal. No intervention was performed, the physician elected to continue monitoring the patient. The patient was discharged.